Event description:
Events reported were identified in an article summarizing intraocular lens (iol) exchanges that took place during the time period of 1998 and 2004. Out of 6,630 cataract surgeries, the article reports five instances where the intraocular lens was removed and replaced due to incorrect iol power.